Event description:
A surgeon reported a pt with an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested on 11/10/2011 and 11/28/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).